Event description:
Customer received a result of 32.5 mmol/l on mobile system 1, and a result of 3.7 mmol/l on mobile system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278273, expiration date 03/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.